Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was prompting for system admin login credentials, preventing further access. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was prompting for system admin login credentials, preventing further access. A technical support specialist (tss) dialed into the station and confirmed that auto launch was not functioning despite being set in scu. Remote smart service (rss) was removed, the 4.12 installation package was moved, and a custom installation was performed, including all services. Auto login was set through scu, and the device was rebooted, but a credential update prompt appeared, with service and admin credentials for the site not being accepted. Rss was removed again, the 4.6.2 package was moved, and rss along with all components was reinstalled. Auto launch was set in scu, and after rebooting, application launched without issue. The station was released, and an update was sent via email. The system functioned as intended after the technical support specialist troubleshot the device.